Manufacturer narrative:
Records indicate this lead remains in service. This investigation will be updated should further information be provided.

Event description:
It was reported this implantable defibrillation lead exhibited increased pacing impedance measurements. High out of range measurements were later observed. The increase in measurements had been gradual and appeared to be due to calcification or scar tissue formation. Intermittent capture was later observed. Programming was discussed. The patient experienced syncopal episodes with no additional adverse patient effects.